Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported pain under the arm at the implant site at 11 months post-implant. No infection was identified, and the patient was considered for a revision procedure.two months later, a pocket revision was performed. The clinical study form indicated intractable pain, which is a severe, constant pain that is not curable by any known means and which causes a bed or house-bound state and early death if not adequately treated, was caused by a superficial pocket. No additional adverse patient effects were reported. The clinical study form indicated the patient was recovering and the issue was resolving after the revision.